Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced the retractor band and recovered a-c trays, but d and e were not recognizing cubies. Then the fse replaced the rowbaord cable and tested in hardware test application (hta). After that the customer confirmed all the cubies were detected and inventoried all cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 and multiple pockets were failed and unable to recover. Customer stated that drawer recognized a new pocket that had been inserted, but the pockets containing medication were unrecoverable and pockets also did not show up in the drawer configuration. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.